Manufacturer narrative:
The product was returned with the membrane loosely folded with no traces of blood on the exterior of the catheter. No visual damage noted. A laboratory insertion test was unable to be performed due to the returned condition of the product. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. We are unable to confirm the reported problem due to the returned condition of the iab and since we are unable to mimic the clinical settings. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record #(B)(4).

Event description:
It was reported during insertion in the cath lab of the intra-aortic balloon(iab) in a patient with anterior wall myocardial infarction with cardiogenic shock ,the guide wire was coming out of the balloon. The balloon membrane was damaged. The balloon was replaced to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
Complete initial reporter name: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported during insertion in the cath lab of the intra-aortic balloon(iab) in a patient with anterior wall myocardial infarction with cardiogenic shock ,the guide wire was coming out of the balloon. The balloon membrane was damaged. The balloon was replaced to continue therapy. There was no reported injury to the patient.